Event description:
It was reported that this pacemaker had entered safety mode, and upon interrogation, codes 0x0 0x0 0x0 were identified. It was unclear whether the patient was pacer dependent or whether there were any recent procedures or radiation. This pacemaker remains in service, however device replacement was anticipated. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode, and upon interrogation, codes 0x0 0x0 0x0 were identified. It was unclear whether the patient was pacer dependent or whether there were any recent procedures or radiation. This pacemaker remains in service, however device replacement was anticipated. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to entering safety mode. It was noted that this product will not be returned for analysis. No additional adverse patient effects were reported.